Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "maintenance required code #3" (balloon transducer offset failure) alarm and shutdown. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the pressure transducer (part number 0682-00-0076-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).